Event description:
Catheter was placed in 1999. Pt began complaining of pain in right shoulder and neck. Pt had left PICC line. MRI's, CT scans and x-rays were all negative. Pt later presented to ER with severe chest pain. CT of chest found clot around PICC line. Catheter was removed and pt received heparin therapy.